Event description:
The following has been reported: 4/15 customer reported: "cassette leaking. Observed on (B)(6) 2026 at (B)(6). Removed from use. Tubing handed to on site ivenix rep to take back for investigation. Replaced the tubing." Patient harm: no. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.